Event description:
Nurse found ventilator tubing disconnected. The closed suction system was found underneath the pt's left shoulder. The wye tubing of vent was separate from the other tubing and was not occluded. The high pressure light was flashing but no audible alarm was sounding. The pt was found with no pulse or respiration. Respiratory care responded. Vent was turned off/on to assess alarms and the pressure alarm began to work. Continued to work about 5 more minutes then stopped working for about 10 minutes. After this time period, alarms began working again. Adequate volumes were generated as checked with respirometer and no occlusion or water in pressure line was observed.